Event description:
It was reported that the pump battery could not be charged which resulted in the pump shutting down. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to try various troubleshooting steps, including using different charging cables, but these did not resolve the issue. Reportedly, the customer reverted to an alternate method of insulin therapy.